Manufacturer narrative:
G4: reported device not marketed in the u.s.; however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were (B)(4) units in our stock that have been received for analysis. To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received from stock has been performed and the units are tight. - we have checked visually the closed samples from our stock and all the sutures contain only one needle, in accordance with the product description. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from our stock comply b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from our stock fulfil the b. Braun surgical requirements, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received from our stock. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The customer reported that an extra needle was found inside the package. It was detected before use, there is no patient involvement.